Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update (B)(4). Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2007. Patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient has not scheduled as explantation of the asr hip implant. Doi: (B)(6) 2007 - dor: unk (left side). Note: (B)(6). ***update*** 11/9/2011 plaintiff's preliminary disclosure (ppd) form received 11/9/2011. Changed unk asr hip to asr cup & added femoral head product. There was no new information received that would impact the outcome of the investigation. Update: 8 dec 2017: medical records received. After review of medical records for the MDR reportability, patient was revised to address elevated metal ions. Operative findings reported of corrosion of the stem and reciprocal corrosive change and small amount of osteolytic debris. There is no laboratory result for the elevated metal ions. Added stem and sleeve in the complaint. Doi: (B)(6) 2007- dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.